Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) experienced a hernia. The patient underwent hernia repair surgery. Two months prior to hernia repair surgery, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. It was unknown if the hernia developed prior to the start of pd therapy. In the same month as the hernia repair surgery, the patient was readmitted to the hospital with abdominal pain, and gangrened bowel was diagnosed. The source of the gangrene bowel was not reported but likely to be a related to post hernia surgery. Treatments for gangrened bowel were emergent abdominal surgery and ileostomy. At the time of this report, the patient was recovered from the hernia and was recovering from the gangrene bowel. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown, therefore a complete evaluation could not be performed. There was no non-conforming product identified that could have caused or contributed to the reported problem. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.